Event description:
Information received notes that during a routine visit, an attempt to interrogate the device was unsuccessful. Using another programmer, a partial interrogation was made. The next day, an attempt to download and restart the micropro- cessor was unsuccessful, so the device was replaced. The patient was not symptomatic but had been cardioverted twice with the paddles placed on the right pectoral and upper abdomen.